Event description:
It was reported that the patient had taken a fall about a month ago and presented to the hospital experiencing shortness of breath. The atrial lead was found to be dislodged. The lead was successfully explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.